Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
It was reported the dependent patient presented to the emergency room on (B)(6) 2017 feeling warm and flushed supported by their intrinsic rate of 30 beats per minute. The heart rate of 30 beats per minute in conjunction with the patient's pre-existing mitral valve regurgitation caused the patient¿s heart to experience atrial-ventricular desynchrony. Upon interrogation of the patient¿s pacemaker, it was discovered both that the elective replacement indicator had been reached on (B)(6) 2017 and that on (B)(6) 2017 the device was past end of life. On (B)(6) 2017 the patient¿s pacemaker was explanted and replaced. The patient was stable during and after the procedure.